Event description:
It was reported that after having a medical appointment yesterday, the patient could not turn their stimulation on/off. When they entered the patient programmer and interrogated the battery, they saw code 1318. It was reviewed that code 1318 seemed to be related to inconsistent sensing settings. The patient was referred back to hospital to have their settings checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.